Event description:
While in cysto, surgeon requested to use bugbee. Tech and nurse hooked up bugbee to the bovie and asked the surgeon if he would like to switch over to using glycine irrigation. Surgeon responded "sure". Surgeon and resident used bugbee for a few minutes and when done the tech noticed a flame coming off the bugbee cord at the site of the bovie port. Tech quickly put it out and surgeon turned off bovie machine. No visible harm occurred to patient or anyone else in room.